Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error during a bolus attempt, and the buttons were not working properly. The customer's blood glucose was 359 mg/dl. The caller stated that the button error alarm could not be cleared. The caller was advised to replace the insulin pump.

Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had moisture damage on the keypad traces. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube, stained end cap sticker and cracked battery tube threads.